Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away at care center on (B)(6) 2024. The cause of death was hypoglycemia and congestive heart failure. Customer blood glucose was reported as 34 mg/dl at the time of incident. The last known product(s) for this customer are as follows: mmt-7841zn, mmt-386a, mmt-1884, mmt-1715k, and mmt-332a. Troubleshooting was performed for deceased reporting, customer was not worn insulin pump and sensor at the time of passing. Insulin pump and sensor was removed when customer was hospitalized. There is no mention of the auto mode feature at the time of the event. It was agreed to return the insulin pump. No product return is required for mmt-7841zn. No product return is required for mmt-386a. Mmt-1884 was requested, and the response was the device will be returned. Mmt-1715k was requested, and the response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. The pump history file lists data from (B)(6) 2024. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 31-dec-2024 listed on smartsolve due to no data available for the primary svn (B)(4) and related svn (B)(4). Unable to perform the history review 1 week prior to the event date 31-dec-2024 in the pump history file due to no data available for the primary svn (B)(4) and related svn (B)(4). On a related svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of dec 22, 2024, listed on smartsolve due to no data available. On a related svn (B)(4), perform the history review 1 week prior to the event date dec 22, 2024, in the pump history file and found a lost sensor alert on (B)(6) 2024, a failedbatttest (58) alert on 12/21/2024, and 2 pump error 23 alarms on (B)(6) 2024 14:19:04.000 and on (B)(6) 2024 14:29:00.000. (The pump history file lists data on december 16-21, 2024. However, there was no data available on dec 22, 2024.) The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 alarms were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed (related svn (B)(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.